Event description:
Per medwatch uf/ importer report # (B)(4): osteitis pubis versus mesh-related pain after mid urethral sling. Patient reports that she has been having suprapubic pain since the time of her procedure. Device failed.